Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which "alarms: lithium battery low" was confirmed during a review of the pump's event history. This condition was also reproduced during device evaluation. The root cause was determined to be a low/depleted lithium battery. The lithium battery was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump which alarms: lithium battery low. This condition was discovered in the intensive care unit (ICU) during patient use and resulted in interruption of patient therapy. The device was delivering an unknown drug when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.